Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was emitting tones. The patient reported that it will be explanted soon.